Event description:
It was reported that the image quality of the images produced was degraded to a point in which they were not usable and would be serious if it were to recur. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The customer canceled the service call.